Manufacturer narrative:
Pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to verify a33 error alarm due to motor error alarm. Unit had loose and protruded drive support disk, peeling and missing keypad overlay, missing end cap sticker, corroded keypad traces, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and compromised force sensor system during bolus attempts and during the rewind sequence. Customer does not recall any significant events leading to the error, but stated that the pump keypad fell off six months ago. Customer's blood glucose was 125 mg/dl at the time of incident. Troubleshooting was done for motor error and alarms and found that the drive support cap is sticking out and can be pushed in and out instead of being recessed into the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.